Event description:
The user facility reported that after priming/recirculating the blood lines/dialyzer and pt treatment had started, the saline bag looked like it was filling with air. It was noted that the saline bag was double clamped and the fill program alarmed during recirculating. There was no pt harm or injury, the treatment was discontinued and the device was pulled from the floor. The user facility technician reported that he could not duplicate the event.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during dialysis mode. The user facility observed the saline bag filling with air. There have been no reported adverse event associated with the saline back fill issue. The reported issue is currently under a CAPA investigation via the device manufacturer. The investigation is currently pending; a supplemental MDR will be submitted upon completion of the device investigation.